Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting the pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.